Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown procedure. It was reported that the firing knob would not move back to the original position after firing. It was finally removed from the tissue. It was not reported how the case was completed. There was no consequence to the pt.